Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported, during implant, the physician reversed the leads in the header, plugging the ventricular port with the atrial lead and vice versa. This was corrected and it was attempted to interrogate the device, but this was unsuccessful. Several attempts to interogate the device were not successful. A new device was used. No patient complications.